Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a battery cap was not returned with the pump for investigation; investigation was completed using a test cap. On examination, the keypad was intact without damage. On testing, all of the keypad buttons were difficult to press. The contrast button, which has no effect on insulin delivery, demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Unrelated to the original complaint, the display screen was noted to be dim, faded and discolored and the battery compartment was cracked below the bumper pad at the case seal.